Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient presented at the emergency department with a hemoglobin level of 4.9 g/dl. The patient was then transfused with 2 units packed red blood cells at (B)(6) and 4 units at (B)(6). On (B)(6) 2018, a esophagogastroduodenoscopy (egd) was performed and nothing was found. The patient was discharged on (B)(6) 2018 for home patient treatment but the patient's family could not provide support so the patient was readmitted to (B)(6) and discharged to a skilled nursing facility. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively established through this investigation. The pump remains in use supporting the patient. The hmii lvas instructions for use lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.